Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 126 and 48 mg/dl. The customer's expected fasting blood glucose test result range is 70 to 90 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the bedroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer called in stating his meter was reading erratic. Customer states he is feeling physically well at time, denies having any symptoms of high or low blood sugar, denies need for medical attention. Customer states his normal range is 70-90 mg/dl fasting, customer is only managing his diabetes with diet and exercise. Customer has not had any recent changes in diet, exercise, or medications. Customer states he is concerned with readings obtained (B)(6) 2016 at 8:40 am of 126 mg/dl and 48 mg/dl. Customer states that he knows the 48 mg/dl is not correct as he was not experiencing any symptoms at time of reading. Customer is storing supplies in bedroom, verified proper technique is being used. Customer is unable to run back to back blood tests at time.